Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "unable to adjust heat and humidity".

Event description:
Customer complaint alleges "unable to adjust heat and humidity".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Due to the nature of the complaint, the concha neptune was prepared for full bench functional testing. A lab inventory adult breathing circuit 880-36kit was connected to the returned concha neptune heater. A concha smart 382-10 universal column was placed in the neptune. Air supply for the breathing circuit setup was regulated at 2-3 lpm (liters per minute) with a pressure relief valve. Water was supplied with a 1650 ml sterile water bottle. The neptune was returned in "auto settings mode" which locked the operational parameters. Once the "auto settings mode" was turned off, the temperature and humidity were able to be adjusted. The IFU for this product provides step by step instructions for turning on and turning off "auto settings mode." The IFU states the following: "the auto settings mode is a convenience feature that allows you to pre-set the temperature and gradient of the neptune while still allowing for invasive and non-invasive toggling." "While the unit is in stand-by mode (the unit is off but plugged in), press and hold the console button for 5 seconds. The led display will display the new status. 'On' or 'off'." The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. The neptune was returned in "auto settings mode" which locked the operational parameters. Once the "auto settings mode" was turned off, the temperature and humidity was able to be adjusted. The IFU provides step by step instructions for turning on and turning off "auto settings mode."